Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Review of lead trending shows the impedance measurements have been overall stable with a slow and gradual increase ranging from low 100's to 127 ohms. Technical services (ts) was contacted and provided troubleshooting and programming options. At this time, the rv lead remains in service. No adverse patient effects were reported.